Event description:
It was reported that during the device check at the hospital, the test showed that the rv lead was not capturing or sensing. X-ray confirmed the lead was dislodged. The lead was successfully explanted and replaced. The patient is in stable condition.